Event description:
On (B)(6) 2013, tosoh bioscience determined that correlation results between the tosoh and an alternate method showed an unexplained negative bias. During the investigation, it became apparent that the customer had incorrect test parameters set for vitamin d on the tosoh aia-2000. Incorrect patient results had been reported prior to that date. The test parameters were corrected and out of range low specimens were repeated and results corrected according to the customer. There is no evidence that patients were treated because of the results. See scanned page.